Manufacturer narrative:
Reported event: during impaction, the inline-offset impactor was bent at the distal tip causing the impaction platform to get stuck to the impactor. The device was broken during an attempted removal process but this was completed after the case and did not impact the patient. Device evaluation and results: visual inspection: visual inspection shows the distal portion of the impactor has broken off of the instrument. The fracture occurred at the location where the impactor mates with the impaction platform. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device and the damage to the instrument prevents an accurate dimensional inspection. Functional inspection: functional inspection could not be completed at the portion of the impactor which would functionally mate to the impaction platform was missing from the instrument. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 06/18/2015. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209830, lot number 31128 shows zero complaints related to the failure in this investigation. A review of complaints in catsweb and trackwise related to p/n 209830, independent of lot number shows three complaints related to the failure in this investigation. These complaints are: (B)(4). Tracking of complaints related to the 209830 part number will be tracked through quarterly trend request (B)(4). Conclusions: the failure did not impact the case or the patient. The cup was properly placed prior to finding the issue and the impactor was successfully removed without impacting cup placement. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon performed a total hip arthroplasty using the robotic arm interactive orthopedic system (rio). When the surgeon was removing the offset impactor from the impaction platform, the tip of the offset impactor broke and lodged inside of the impaction platform. Nothing broke anywhere near the patient. The procedure was completed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a total hip arthroplasty using the robotic arm interactive orthopedic system (rio). When the surgeon was removing the offset impactor from the impaction platform, the tip of the offset impactor broke and lodged inside of the impaction platform. Nothing broke anywhere near the patient. The procedure was completed successfully.